Event description:
It was reported that during follow check of implantable pulse generator (ipg) pacing inhibition during interrogation of device occurred. The patient experienced severe symptoms and near fainting when programmer head placed over the ipg. The patient symptoms reported as similar to symptoms when pacing is inhibited, as the patient is pacing dependent. The ipg remained in use, and planned for explant. During the ipg explant procedure occasional non-captured beats before interrogation were observed. The ipg was successfully interrogated the pacemaker, and the patient was not paced during the interrogation, however was stable after few seconds with slow ventricular escape rhythm. The pacemaker battery was depleted, and not clear whether recommended replacement time (rrt) or end of service (eos). The ipg was replaced with a competitor dual chamber pacemaker, and new ventricular lead. The existing atrial lead was used. It was also reported that the patient was not coming for a follow-up for long period of time, definitely more than a year. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.